Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The lot number was not reported. A ship history was performed to identify the most probably lots involved in the complaint. A DHR review was performed and no issues were found. Known inherent risk of device is the most probable cause since the report is an adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions).

Event description:
It was reported that ventricular rupture occurred. Qualifying conditions: the annulus was 24.7, 24.8 (diastole). The native valve was moderately calcified. Procedure summary: vascular access was obtained the right femoral. Balloon aortic valvuloplasty (bav) was performed with a 23mm non-bsc balloon. The aortic valve was treated with the deployment of a large acurate neo valve. After final release, the valve did not fully open in the left ventricular outflow tract (lvot), due to either the calcification or the valve was bicuspid. The valve was implanted a little bit higher than the intended location. The stent holder was released from the valve, but could not be withdrawn. After several manipulation of push and pulling of the device, pulling back the wire and closure of the system with knob 2, the delivery system could be withdrawn. The patient's blood pressure went down. Post dilation was performed with a 23mm non-bsc balloon. Paravalvular leak 1+ was noted. The physician elected to perform another postdiilation with 1ml more because it was thought the pvl was still be relevant to the hemodynamic status. The patient became unstable. Echo showed pericardial effusion. The patient's blood pressure was steady, but after 10 minutes, the blood pressure went down again. Cardiopulmonary resuscitation (CPR) was performed. The patient was put on the heart lung machine. Surgical opening of the chest was performed which revealed a left ventricular rupture. The ventricular rupture was caused by an amplatz super stiff wire. The ventricular rupture was repaired surgically with a patch. No further patient complications were reported. Post procedure summary: the patient was unable to be removed from the heart lung machine and died in the evening.